Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom. The customer's blood glucose level was 372 mg/dl and it was addressed by changing the supplies and administering a correction.